Event description:
This is the second of two reports regarding c4614s-cusa excel 36 khz curved extended standard tip (same product ID, same lot number, same user facility, different patients). It was reported that the tip was assembled to the handpiece and it stopped working as the equipment was being used. A tip with same sku but different lot number was put on the handpiece and equipment worked properly. There was no patient injury and no delay in surgery. Both tips were from lot 1132978. The sales representative also tried the two tips on a different handpiece and they still didn't work. The sales representative then tried another tip on the handpiece of a different lot and it worked. The handpiece is ok. Several attempts to obtain additional information from the customer has been requested. To date, no new information has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.